Manufacturer narrative:
(B)(4). Currently, the data is poor and the device has not been sent back/ analysed. As soon as further data will be available, a follow up report will be sent in to the agency.

Event description:
(B)(4). Initial user´s narrative: catheter broke upon removal. The wound catheter snapped on removal, leaving a length of catheter inside the patient. Required a general anaesthetic to remove the remaining catheter.

Manufacturer narrative:
Event took place in the (B)(6) and has been reported through (B)(4). Based on risk management this file is considered as closed. (B)(4).

Event description:
(B)(4). Initial user´s narrative: catheter broke upon removal. The wound catheter snapped on removal, leaving a length of catheter inside the patient. Required a general anaesthetic to remove the remaining catheter.